Event description:
The reporter alleged that the inform ii meter and base unit had "sparks" when the meter was docked into the base unit. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
(B)(4)